Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the ins damaged the patient¿s back and ruined their health. No patient complications were reported as a result of this event.